Manufacturer narrative:
Batch/lot/serial #, batch expiration date and batch manufactured date corrected. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. Microscopic inspection presented no damage or irregularities to the device. The rotawire used in the procedure was not stuck in rotablator device or returned for analysis. Functional testing was performed with a test rotawire. The wire was able to be inserted into the annulus of the burr and advanced through the whole device and removed from the device with no resistance or issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01802. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, after ablation was performed, it was noted that the burr could not be removed from the rotawire. The burr and the rotawire were pulled out together from the patient's body. The procedure was completed with another of the same burr and another of the same rotawire. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01802. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were seleted for use. During the procedure, after ablation was performed, it was noted that the burr could not be removed from the rotawire. The burr and the rotawire were pulled out together from the patient's body. The procedure was completed with another of the same burr and another of the same rotawire. No patient complications were reported.